Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer drank apple juice and stopped the insulin on the pump once. To address bg. Customer updated their settings to address the event.